Manufacturer narrative:
Unit had missing segments due to bleeding lcd glass. Unit had scratched display window.

Event description:
The customer reported via phone call that the insulin pump's display was blotchy. Blood glucose level at the time of the incident was 120 mg/dl. During troubleshooting, the customer stated that the display was missing segments. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.